Event description:
A pt called to report that following intraocular lens implant surgery, her vision has been hazy with shadows and she has noticed magnification of objects temporally. Phone follow-up with the implanting surgeon revealed that he has been trying to get this pt back in for a follow-up exam, but she has not returned. He stated there was nothing wrong with the lens. The pt has severe glaucoma that may be affecting her vision outcome. Add'l info has been requested.

Manufacturer narrative:
H.3., 6.: the complaint device associated with this report has not been received for eval. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Add'l device and event info was requested by fax and mail on 10/18/06. To date, a completed questionnaire has not been received. Phone follow-up conducted on 10/25/06 provided add'l pt info. During this conversation, the implanting surgeon stated he would return a completed questionnaire.